Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Patient reported that she dropped extremely fast. The warning alert did not alarm, but the urgent low alert did alarm her. The patient's finger stick (fs) value was 21 mg/dl and the cgm value was 55 mg/dl. Patient's husband called 911. Emergency medical technicians (emts) arrived and treated patient with an IV of d50 solution. Emts then left when patient was in good condition. Patient was not taken to hospital. At time of contact, patient is good. No additional event or patient information is available. Data was provided for evaluation. The reported cgm inaccuracies was not confirmed via data. A root cause could not be determined. Multiple bg meters were used throughout the same sensor session. Labeling indicates: the always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.